Manufacturer narrative:
(B)(4). Date sent: 1/5/2026 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9874k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that an ech45s was inside the package of an ech60s. This event was found when the package was opened for use during surgery. A replacement product was used the surgery was completed. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Date sent 1/7/2026. D4 batch #a98506. Photo analysis: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a device 45mm the batch area and belong the batch # a98506. The second and third photo shows a package from top view with a label, code ech60s lot: a9874k. (Exp. Date: 2028-05-31). The fourth photo shows a package with code ech60s along with a 45 mm device. Based on the photos the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a9874k, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a98506, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage additionally it was received one individual packaging with one tyvek along with the device. Upon further analysis packaging artwork of the returned device belong to a ech60s however it contained a ech45s device instead. This defect has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.